Manufacturer narrative:
The complaint investigation is still in process. Suspect sample has not yet been returned to sheffield pharmaceuticals. Sheffield pharmaceuticals is investigating this complaint under complaint # (B)(4).

Event description:
Patient stated denture adhesive got in her throat and gave her sores in her mouth and bumps on her tongue. Patient states she will call her doctor.